Event description:
Additional information received reported it was probably because of the thin skin on the patient&#38112;head.

Manufacturer narrative:
Concomitant medical products: product ID: 33872836, lot# b0288402k, implanted: (B)(6) 2004, product type: lead. Product ID: 33872836, lot# b0288401k, implanted: (B)(6) 2004, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type :extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015 the patient was seen for an examination, the patient was suffering from a head injury and occasionally felt a crust on her head. Actions taken were that every time the patient feels a new crust on her head she immediately made an appointment. The outcome was resolved without sequelae. No surgical intervention was done or planned. It was unknown if this was related to the components or procedure and was not related to programming/stimulation. Patient's medical history included smoking and essential tremor. Further follow up is being conducted to obtain information about cause of head injury and actions/interventions taken. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the date of onset was after the initial procedure. The patient became aware of outbreak suture after the procedure and the site became aware on 2016-jan-11.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported diagnostic methods included an examination that was performed (B)(6) 2015. Etiology was noted as surgery/anesthesia. It was indicated the event involved the left ventral intermediate nucleus (vim).